Event description:
Citation: w.j. Van rooij, et al. Curative embolization of brain asteriovenous malformations with onyx: patient selection embolization technique, and results. Ajnr am j neuroradiol. 2012 aug;33(7):1299-304. Doi: 10.3174/ajnr.a2947. Epub 2012 mar 1. The following report was received by medtronic (covidien) through review of literature: between june 2008 and july 2011, 24 patients (7 women, 17 men; mean age, 41 years; range, 6¿74 years) with avms were selected for curative embolization with onyx. Follow-up angiography at three months demonstrated a small remnant of the arteriovenous malformation (avm) in one patient that was subsequently treated with gamma knife radiosurgery.

Manufacturer narrative:
(B)(4). The onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defects of the device during use. The event occurred in the patient post procedure and its cause was unknown. (B)(4).